Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed a sensor reconnecting message and did not pair with the dexcom g7 continuous glucose monitor (cgm), while dexcom app readings continued, indicating signal loss between the ilet and the cgm transmitter. No adverse clinical symptoms reported. Outcomes included no injury and no medical intervention. User support included remote troubleshooting and user education, including toggling the cgm type, restarting the ilet, and advising on the pairing window. Investigation of this case revealed a communication interruption limited to the ilet¿cgm link without evidence of device failure, consistent with intermittent bluetooth connectivity and device-user interface behavior. It was concluded, based on previously established findings for similar reports, that the cause was probable signal interference or transient communication disruption, with device performance restored through standard troubleshooting.